Manufacturer narrative:
Device is combination product.

Event description:
Reportable based on additional information received on (B)(6) 2019. It was reported that balloon ruptured, shaft break, and stent damage occurred. A 2.50 x 12mm synergy drug-eluting stent was advanced to treat the lesion. It was initially reported that the device tried to cross but it failed however, it was further reported that during the procedure, the balloon ruptured and stent strut flared out. While removing the device, it was noted that the shaft of the catheter broke. The procedure was completed with another of the same device. No patient complications were reported. Patient's status was stable.